Event description:
On (B)(6) 2025, a revision procedure occurred for a patient in germany implanted with an optimizer smart mini (osm) implantable pulse generator (ipg). The explanted ipg had previously been investigated by impulse dynamics field staff in (B)(6) 2025 for the reported inability of the device to be charged or interrogated. At that time, a charge connection could not be established with the ipg irrespective of what/any charger that was used. The decision was then made by the implanting physician to replace the patient's ipg, which occurred as noted previously. The explanted ipg is expected to be returned to impulse dynamics gmbh in germany in the coming weeks, at which point this investigation will resume.